Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were all deployed staples detached? Yes. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? No further information is available. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? No further information is available. Were the tips of device visible during firing? No further information is available. Does the surgeon routinely wait 15 seconds prior to firing? No further information is available. What is the current patient status? The patient is stable."

Event description:
It was reported that during an open surgery for the hilar cholangiocarcinoma (a right lobectomy, a caudate lobectomy, a biliary resection, and an biliary tract reconstruction), after the device was fired, all the deployed staples were detached. The device was used on the right hepatic vein. The target tissue was not very thick. The blood transfusion was required, but it is unknown whether this issue caused it. Additional hand suture was performed to complete the case. The surgeon commented that the staples seemed to be deployed but the shape of the staples seemed to be not formed properly. The surgeon touched the staples, and the staples detached, and the heavy bleeding occurred. The bleeding was controlled by the forceps and the additional suture was performed. The patient is stable. After the device was fired, all the deployed staples were detached. The device was used on the right hepatic vein. The target tissue was not very thick. The blood transfusion was required, but it is unknown whether this issue caused it. The right hepatic vein was exfoliated, and it was made sure the inferior vena cava was thin enough to clamp, and it was cut together with the right hepatic vein. The firing was completed, but the surgeon felt the resistance with the firing trigger. The tip of the staple line was not cut, but the staples were deployed so that it was cut by a scissor. After that, bleeding occurred vigorously from the tip of the staple line and all the deployed staples were detached. The amount of the bleeding was unknown. The blood transfusion was required, and the blood transfusion volume was 1300cc. The surgeon commented there is a possibility that the target tissue is too thick to be fired. The deployed staples were unformed, and they were detached because of the intravascular pressure. The patient is a (B)(6) man. The reoperation would be scheduled if the patient¿s condition gets worse.